Event description:
A pasv port was placed for therapeutic purposes in 2005. Upon completion of treatment, the port was explanted seven months later. Upon removal, a leak was noticed at the "y" hub (at one of the arms of the y).